Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not unlock the ilet pump due to a cracked touchscreen, and education on device use and report syncing was provided; the affected component was the touchscreen and the device was noted to no longer be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a fracture of the touchscreen with stress-related damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.